Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe leaked past the plunger while preparing a "50mg/50ml" concentration of "oxynorm" during use. The following information was provided by the initial reporter, translated from french to english: "leakage at the plunger rod when preparing oxynorm in electric syringe with the concentration 50mg/50ml. The hcw didn't use the plunger beyond 50 ml. Isolated incident. Actions taken: preparation of a new syringe."

Manufacturer narrative:
H.6. Investigation summary one used sample of lot 1901244 was provided to our quality team for investigation. Through visual inspection of the product, the barrel was observed to be dented between the 30ml and 40ml marking. When moving the plunger across this area, the stopper is distorted against the barrel wall, causing the leakage to occur. A device history review was performed for the reported lot 1901244, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, this incident likely occurred as a result of the syringe getting jammed within the manufacturing equipment. A project as been initiated to reduce damaged products. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe leaked past the plunger while preparing a "50 mg/50 ml" concentration of "oxynorm" during use. The following information was provided by the initial reporter, translated from french to english: "leakage at the plunger rod when preparing oxynorm in electric syringe with the concentration 50 mg/50 ml. The hcw didn't use the plunger beyond 50 ml. Isolated incident. Actions taken: preparation of a new syringe."